Event description:
It was reported that the patient presented for follow-up and a diagnostic issue was observed on the device. There were no adverse health consequences, the patient was in stable condition.